Manufacturer narrative:
This occurred during an unknown date in 2016. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an one-link non-dehp standard bore catheter extension set had a leak from the port. This occurred during patient use. It was stated that when the clinician was attempting to connect the set to a non baxter pump, the patient¿s blood backed up into the set and leaked out the port. There was no report of patient injury or medical intervention associated with this event. No additional information is available.